Event description:
Second replacement pacemaker was put in on (B)(6) 2015. I was told that it was put under the muscle near my shoulder instead of where the 1st two were placed-in my lower chest - closer to my right breast. I never had a minute of pain in all the 23 years I¿ve had them in my chest until this last one was put in. It hurt me on and off for the 3 + years (mostly on). And now, if you can believe this - I had pain in my chest one night that went away. I realized the next morning that my pacemaker was not in my shoulder anymore. You can call my doctor to confirm what I have stated is true. Dr. (B)(6) ¿ (B)(6).